Event description:
Information provided states that the instrument was being used by the sales representative during in an in-service at the hospital when the tip of the rod inserter broke off. This was not during a case and there was no patient/surgeon contact. The malfunction could cause the device to fail to perform its essential function which could lead to death, serious injury.